Manufacturer narrative:
Please note that the exact event date is unknown. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: ivc thrombosis, collateral veins and diminished venous return from the ivc. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to them at any moment which has lead them to severe fear, stress, anxiety and loss of enjoyment of life. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the thrombosis (blood clot) to the placement of the ivc filter. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for thrombosis nor does it prevent the formation of clots (thrombosis). Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation of the filter. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
The report received through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries include but are not limited to, ivc thrombosis, collateral veins and diminished venous return from the ivc. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to me at any moment which has lead me to severe fear, stress, anxiety and loss of enjoyment of life. No additional information is available.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to ivc thrombosis, collateral veins and diminished venous return from the ivc blood clots, clotting, and/or occlusion of the ivc leading to a three-month hospitalization. The patient is also reported to have experienced swelling and pain in the leg and anxiety. The patient¿s medical records and the indication for the filter implant have not been provided. The filter was placed via the right common femoral vein and deployed in the infrarenal inferior vena cava with the tip positioned just inferior to the level of the right renal vein. The patient tolerated the procedure well without immediate complication. Post procedural impression note indicated that the ivc was patent with no evidence of thrombosis or other abnormality. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Collateral circulation develops as a result of inherent circulation patterns being impeded. Additionally, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Leg swelling, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. The reported leg swelling and pain the venous insufficiency that the patient has experienced. Without images or the patient¿s medical history available to review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter caused ivc thrombosis, collateral veins and diminished venous return from the ivc, blood clots, clotting, and/or occlusion of the ivc leading to a three-month hospitalization. The patient is also reported to have experienced swelling and pain in the leg and anxiety. New information provided by the patient indicated that the filter perforated the ivc, the patient has edema (swelling), venous stasis and discoloration of the legs. The patient¿s medical records and the indication for the filter implant have not been provided. The filter was placed via the right common femoral vein and deployed in the infrarenal ivc with the tip positioned just inferior to the level of the right renal vein. The patient tolerated the procedure well without immediate complication. Post procedural impression note indicated that the ivc was patent with no evidence of thrombosis or other abnormality. Approximately thirteen years and ten months post implant a computed tomography scan was performed, and results indicated that two anterior struts contact but do not penetrate the posterior border of the pancreatic head and duodenum while a single posterior strut contacts but does not penetrate the lumbar spine. The remaining struts only contact the retroperitoneal fat. The suprarenal ivc is patent and normal in caliber. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling and discoloration of the affected extremity. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Collateral circulation develops as a result of inherent circulation patterns being impeded. Additionally, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Leg swelling, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Without images or the patient¿s medical history available to review it is not possible to establish a relationship between the reported events and the device. There is currently nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: patient code '3191' was used as there are no codes available for 'venous stasis' and 'collateral circulation'.

Event description:
As reported by the legal brief, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc resulting in three month hospitalization. The patient also reports ivc thrombosis, swelling and pain in the leg, collateral veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient became aware of the alleged failures eleven years and seven months post implantation. The patient also reports severe fear, stress, anxiety, and loss of enjoyment of life. The following additional information received per the medical records state that during the procedure, the right common femoral vein was accessed. Bentson guidewire was advanced as well as a 5 french catheter. The trapease filter was deployed in the infrarenal inferior vena cava. The patient tolerated the procedure well without immediate complication.

Manufacturer narrative:
Correction to (product code).